Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt reported that they were having issues with their scs not charging or holding a charge; pt said this was around 6 months ago when this started. Pt said that they met with a medtronic rep about 6 months ago and they interrogated their implant and tried a couple of different settings and the pt was getting stimulation at the bottoms of their feet and the medtronic rep couldn't establish the stimulation to where the pt needed the therapy. Pt said that at that time, they suggested the pt turn their therapy off. Pt said that they haven't charged or used their therapy since then. Pt said that they tried a competing device trial and liked that device so now they are doing another surgery to get that device and have the medtronic implant explanted. Pt said that they need an MRI done for this but are unable to get an MRI because they cannot charge their implant. Pt said they tried charging their implant for 6 hours last night and they kept getting that the communication was interrupted; pss understood pt was seeing "reposition antenna" message. Pt is in possible overdischarge. The patient was redirected to their healthcare provider to further address the issue and possible overdischarge. Additional information was received from a patient via a manufacturer representative. The patient's ins was overdischarged. The patient had stopped using and had decided not to charge the ins. Antenna locator was used and then normal charge screen appeared. Por was reset. The overdischarge issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their battery was in hibernation due to not working for 7 months. The patient was waiting on a replacement surgery.